Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blood glucose was unknown at the time of the incident. The customer's father stated that the date of the hospitalization was (B)(6) 2015. The customer's father also stated that the customer experienced nausea and vomiting. The customer's father stated that he was unsure if the customer was wearing the pump when the event happened. The insulin pump will not be returned for analysis.